Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus history anomaly was noted.

Event description:
The customer reported that he was taken to the emergency room by the paramedics after experiencing an insulin reaction. The customer stated that he was unconscious and had a blood glucose reading of 28 mg/dl. He was told by the paramedic that the insulin pump was counting up to 10.0, then blinked. Troubleshooting revealed that the customer had delivered three 10 unit boluses in a six hour period. However the customer did not recall programming them, and stated that there is no way the insulin pump buttons could have been pressed. Advised that the insulin pump would be replaced. Nothing further was reported.